Event description:
It has been reported to philips that the monitor would not respond. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor would not respond. Upon functional testing the fse  found suite-pc are not in the correct state. The fse formatted the suite-pc disk and re-installed the software. After formatted the suite-pc disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.